Event description:
It was reported there was a loudspeaker error. The device was not in clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a loudspeaker error. Patient involvement is unknown. There was no report of patient or user harm.